Event description:
It has been reported to us that during the procedure, the gold marker band on the occlusion balloon wire became loose and moved out of place resulting in difficulty with deflation. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician performed aspiration on the vessel. The physician pulled the aspiration catheter into the guide catheter and was attempting to deflate the occlusion balloon and noticed that the gold marker band on the occlusion balloon wire became loose and moved out of place resulting in difficulty deflating the occlusion balloon. The physician used the method referenced in the instruction for use and cut the occlusion balloon wire and deflated the occlusion balloon.

Manufacturer narrative:
The customer was indicated that the subject device was discarded and will not be returned for evaluation. Therefore, an engineering analysis of the subject device cannot be performed. A review of the device history record did not detect any deficiencies in the manufacturing process. Device discarded-not returned for evaluation. The event has not been confirmed; no product was returned for evaluation.